Manufacturer narrative:
The customer reported that this multigas unit displayed a gas device error message. The issue was discovered during set up. The customer tried replacing the water trap; however, the issue remained. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: (B)(6) 2025 I called carter to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for carter to call me back with this information. Attempt # 2: (B)(6) 2025 I called carter to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for carter to call me back with this information. Attempt # 3: (B)(6) 2025 I called carter to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for carter to call me back with this information.

Event description:
The customer reported that this multigas unit displayed a gas device error message. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this multigas unit displayed a gas device error message. The issue was discovered during set up. The customer tried replacing the water trap; however, the issue remained. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was not returned for evaluation; therefore, a root cause could not be determined. On 07/16/2025 upon review of the submitted report, it was discovered that the incorrect information had been entered for some fields; therefore, corrections have been made to the following fields: b3 date of event. D4 serial number & UDI number. D10 attempt dates. E1 reporter name and address, email address, establishment name and phone number. G3 date received by manufacturer. H2 correction. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The customer reported that this multigas unit displayed a gas device error message. The unit was not in patient use at the time.

Manufacturer narrative:
The customer reported that this multigas unit displayed a gas device error message. The issue was discovered during set up. The customer tried replacing the water trap; however, the issue remained. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 07/01/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 07/09/2025 I called travis to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for travis to call me back with this information. Attempt # 3: 07/11/2025 I called travis to get model and serial numbers of any device(s) the reported device was connected or related to. A message was left for travis to call me back with this information. On 07/16/2025 upon review of the aubmitted report, it was discovered that the incorrect information had been entered for some fields; therefore, corrections have been made to the following fields: b3 date of event. D4 serial number & UDI number. D10 attempt dates. E1 reporter name and address, email address, establishment name and phone number. G3 date received by manufacturer. H2 correction.

Event description:
The customer reported that this multigas unit displayed a gas device error message. The unit was not in patient use at the time.